Event description:
The patient reported that within two weeks of implant, after sleeping on the left side, the next morning the patient felt something like a shock in the arm and the patient's hand was bouncing around. The patient also reported swelling. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086mri52 implantable pacing lead: (B)(6) 2013. (B)(4).